Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, the event occurred because water invaded the device due to leakage from bending section cover during device handling by the user. Which led to an abnormality of electrical parts. The following is included in the instructions for use (IFU): user may reduce/prevent occurrence of the suggested event by handling device in accordance with the following IFU. -leakage testing of the endoscope olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the videoscope image becomes black. The issue occurred during preparation for use. There were no reports of patient harm.